Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, peripheral neuropathy and pneumothorax. Concurrent conditions included uterine fibroid, chest pain, hypertension, ovarian cyst, inflammation, chronic gastritis, vaginal discharge, generalized rash, acute vaginitis, urinary hesitancy, urinary urgency, vulvovaginitis, bleed in luteal cyst, abdominal pain and right lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), tooth fracture ("teeth chipping off"), alopecia ("hair falling") and painful intercourse ("hurt during sex"). The patient was treated with surgery (removal salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, tooth fracture, alopecia and painful intercourse outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain, tooth fracture, urinary tract disorder, vaginal disorder and painful intercourse to be related to essure. The reporter commented: removal details: (B)(6) 2015: total robotic hysterectomy. Date(s) of removal: (B)(6) 2015, (B)(6) 2018 as reported. As per mr : on (B)(6) 2018, procedure performed: laparoscopic bilateral salpingectomy, partial left ovarian cystectomy, removal of right lysis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: the patient's essure stents are seen in the fundus. They course across the right and left uterine cornua. Ultrasound abdomen - on (B)(6) 2015: the essure devices are partially imaged on this scan, in the endometrial canals. Exact anatomy is difficult to determine. Concerning the injuries reported in this case ,the following one/ones were described in patients medical record confirming: pelvic pain, genital haemorrhage, infection. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, peripheral neuropathy and pneumothorax. Concurrent conditions included uterine fibroid, chest pain, hypertension, ovarian cyst, inflammation, chronic gastritis, vaginal discharge, generalized rash, acute vaginitis, urinary hesitancy, urinary urgency, vulvovaginitis, bleed in luteal cyst, abdominal pain and right lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), tooth fracture ("teeth chipping off"), alopecia ("hair falling") and painful intercourse ("hurt during sex"). The patient was treated with surgery (removal salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, tooth fracture, alopecia and painful intercourse outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain, tooth fracture, urinary tract disorder, vaginal disorder and painful intercourse to be related to essure. The reporter commented: removal details: on (B)(6) 2015:total robotic hysterectomy. Date(s) of removal: (B)(6) 2015, (B)(6) 2018 as reported. As per mr : on (B)(6) 2018, procedure performed: laparoscopic bilateral salpingectomy, partial left ovarian cystectomy, removal of right lysis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: the patient's essure stents are seen in the fundus. They course across the right and left uterine cornua. Ultrasound abdomen - on (B)(6) 2015: the essure devices are partially imaged on this scan, in the endometrial canals. Exact anatomy is difficult to determine. Concerning the injuries reported in this case ,the following ones were described in patients medical record confirming: pelvic pain, genital haemorrhage, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.